Manufacturer narrative:
The hill-rom tech found the bed's scale had been zeroed with the pt on the bed (scale read - 154 pounds). Per the hill-rom user manual warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the pt and zero the bed exit system. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010-2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech zeroed the scale to resolve the issue. The tech thoroughly tested and the bed exit system and it functioned as designed. No repair was required. This was caused by user error. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the account alleged the bed's scale was inaccurate and the bed exit would not set. The bed was located in the 2200 hallway. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).